Event description:
Additional information received reported the patient was last seen at her physician's office on (B)(6), 2012. It was noted she was doing well with no complaints. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported the patient had a loss of therapeutic effect with a return of symptoms as of (B)(6) 2012 and no stimulation sensation. There was no known accident or incident related to this. It was also reported that the patient felt stimulation at 1.3v. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# va00a5s, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).